Event description:
It was reported to medtronic minimed that the customer experienced blank display, cracked case battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1811. Troubleshooting was performed. Customer reported that battery compartment and/or springs were damaged and/or corroded. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1811 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the reportmedtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. Unit passed self test. Unit operated and functioned properly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroded electronic assemblies was found. Unit was also received with cracked case(battery tube), broken battery tube threads, cracked keypad at select button, pillowing keypad overlay, cracked case, scratched case and missing display window cover. In conclusion, customers concern of blank display was unconfirmed. However, customers allegation of cracked battery compartment was confirmed when a cracked case, broken battery tube thread and cracked battery tube were noted. Upon closer inspection unit was also found to contain corroded electronic assemblies, isolate to electronic display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.